Event description:
Hill-rom received a report from the account stating the siderail would not latch. The bed was located on the 4th floor lower. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail latch lock was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail latch lock to resolve the issue. Based on this info, no further action is required.